Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device will not turn on. There was no patient involvement.

Event description:
It was reported to philips that the device will not turn on. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem was verified and/or duplicated during lab tests. The issue was traced back to transformer t5, where it was observed pin 7-10 had a cold solder.